Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter stated that a 13.2mm, vicm5_13.2, -9.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. "Device" was reported as cause of this event. " corneal edema" was reported for status of the eye (signs/symptoms). The reporter stated that the edema was noticed immediately after surgery for one week post-op. However, it did not require treatment beyond what is standard after ocular surgery. One week post-op the edema fully resolved. For cause of edema the reporter stated " it was clearly related to the exchange itself. The previous vaulting was quite high and the dilatation quite bad after explanation, so difficult circumstances. Actually tha patient is emmetrope with 9/10 ucva and really happy."

Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. Claim#: (B)(4).